Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was unable to inject medication.. Report 2 of 2. The following information was provided by the initial reporter, translated from spanish to english: once again, I am writing to highlight the comment that I had already made you know in fact about the drops of liquid that the new syringes already have when the package is opened. I have already thrown away several syringes due to insecurity about this liquid. Why do they come with that liquid if they are supposed to be new? And besides, the probe of one of the syringes was clogged.

Manufacturer narrative:
H.6. Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was unable to inject medication.. Report 2 of 2. The following information was provided by the initial reporter, translated from spanish to english: once again, I am writing to highlight the comment that I had already made you know in fact about the drops of liquid that the new syringes already have when the package is opened. I have already thrown away several syringes due to insecurity about this liquid. Why do they come with that liquid if they are supposed to be new? And besides, the probe of one of the syringes was clogged.